Event description:
It was reported that the patient received a shock. The right ventricular lead was noted to have t-wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2012-(B)(6); d204trm implantable cardioverter defibrillator 2012-(B)(6). (B)(4).